Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 38 mg/dl. Suspected cause was due to the customer¿s settings requiring adjustments. As a result of bg, the customer had to visit the emergency room (ER), where the customer was treated with intravenous fluids of saline. Treatment resolved the issue with no permanent damage to the customer. Customer was released from the ER on 02/03/2026 after staying for approximately 2 hours in the ER. Customer updated their pump settings to address the event.